Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08006 for the commander delivery system balloon burst and patient injury. Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment. Per report, the patient's native valve was heavily calcified and a sharp calcification fragment may have caused the balloon burst. The valve was successfully implanted. Upon removal of the commander delivery system into the esheath, the team was unable to retract the balloon into the esheath. The patient's internal iliac artery was injured, and vessel bleeding occurred. The injury was treated with stents, and the patient was fine. Per preliminary evaluation of the received devices, the esheath was damaged. There was a kink in the esheath approximately 65 mm from the tip, and liner delamination which extended approximately 85 mm from the tip. The c-marker remained attached.

Manufacturer narrative:
Correction to h6 based on device evaluation. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was done, and the following observations were made: esheath liner was received fully expanded with the tip opened, esheath liner delaminated extending from approximately 85 cm from the tip, c-marker remains attached, esheath material damaged at the sheath tip, and kink approximately 65mm from tip. Due to the returned condition the device (liner delamination), dimensional and functional testing was unable to be performed. Returned imagery from the facility was evaluated, and the following was observed: esheath liner was delaminated and wrinkled with c-marker band attached. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for esheath liner delamination and esheath kinked were confirmed based on evaluation of the complaint device. However, no manufacturing non-conformances were identified during device evaluation. Per complaint details, 'the balloon burst while implanting the valve. Native valve was heavily calcified and a sharp calcification fragment may have caused the balloon burst. Successful valve implantation; during retraction maneuver of the commander system the internal iliac artery was injured, as it was impossible to retract the balloon into the esheath. Vessel bleeding occurred and treated with stents; patient is fine.' In the event of a delivery system balloon burst occurs, the IFU/training manual states, 'do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)'. The altered burst balloon profile can result in the balloon catching on the liner and increase retrieval forces. To overcome these forces, it is likely that the delivery system and sheath would have been manipulated to retrieve the system. Excessive manipulation can result in the observed kinking of the sheath shaft. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.